Event description:
It was reported that during the use of the device for a non-clinical activity, a "pump not prime" alarm occurred twice on the unit when turning it on. Per the biomedical engineer (biomed), the perfusionist discovered the reported issue during routine checks prior to the set-up of a case. The user facility used a back-up unit for future cases while this unit was being evaluated. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The biomedical engineer (biomed) spoke with technical support and it was recommended that the water connections and the pressure switch be inspected. The water connections were found to be working properly leading to a faulty pressure switch. The fsr confirmed the "pump not primed" alarm. The pressure switch was removed from the unit and found to be plugged with debris and rust. The fsr installed a new pressure switch and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.